Event description:
On 20 august 2025, senseonics was made aware of an incident where the customer observed discrepancies between sensor glucose (sg) readings and blood gluocose (bg) values. The incident did not result in sensor removal or any patient harm.

Manufacturer narrative:
According to the notes, the user mentioned seeing discrepancies between bg and sg readings. Case was escalated to next level support who reviewed the glucose data synced by the user in data management system (dms), which is a cloud platform supporting eversense system. Based on the dms data review, it was determined the system had gone through a period of instability and had started showing improvement. User also cofirmed they were seeing the improvement. The user was encouraged to continue using the system and calibrating as requested. No further investigation was found necessary for this complaint.